Event description:
A non-health care professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced large refractive error and blurry vision. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was large refractive error. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in h.6. Additional information provided in b.3., b.5., b.6., d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which stated that the patient had excessive corneal toricity as a relevant history.